Manufacturer narrative:
Trackwise (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using the vasoview 6 pro, no power was being delivered to the device. They swapped out the cord and still had the same issue. No demo. The case was completed with another device. No patient was harmed.

Manufacturer narrative:
Trackwise #(B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.